Manufacturer narrative:
Add device 22595041/04993024009578 to report.

Manufacturer narrative:
Revised h6.

Manufacturer narrative:
An ischemic event was identified during the type I reintervention on (B)(6) 2021 and has been captured in smartsolve case # (B)(4). The ischemia was determined to be an outcome of the procedure, and device 22595041/04993024009578 was added to this case as an additional device involved. The potential involvement of this device has been reported on the MDR previously submitted. This report is to clarify the reason the device was added in the previous submission.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up imaging identified a proximal type I endoleak and the aneurysm enlargement (amount unknown). It was reported that the cause of the endoleak was aneurysmal dilatation of the proximal neck. On (B)(6) 2021, a re-intervention was performed to treat the proximal type I endoleak whereas an additional stent graft was implanted for proximal extension. The patient tolerated the procedure.